Event description:
It was stated that the customer was hospitalized due to high blood glucose levels and ketones. It was also stated that the insulin pump alarmed during normal use. The clock and battery status seemed to be correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.